Event description:
It was reported that a patient¿s liberty select cycler had a burning smell in step 7 of set up of their peritoneal dialysis (pd) treatment. It was noted that when the patient was getting ready to connect, they heard a sizzle and crackle behind the screen and cycler started to smell like was burning. The cycler was sitting on the cart. The patient reverted to manual treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.